Event description:
A hospital representative reported to baxter (B)(4) of a y-type tur irrigation set in which a leak was found from the y component of the set. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a leak at the y component of the set. The root cause of this condition was determined to have been caused by incorrect assembly between the tubing. Pressure test under water at (B)(4) of air was applied to the sample and the leak was detected,

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.